Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 05/25/2017 with the following findings: during investigation, the battery compartment was undamaged and could fit securely. The cap contact measurements were within specification. There was moisture corrosion observed behind the display lens inside the pump. The pump was unable to power up it was completed unresponsive. The ¿intermittent power¿ issue was duplicated. The pump¿s cover was removed and there was further moisture corrosion found to the circuit, display screen and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.